Manufacturer narrative:
The t:slim pump user guide states: do not fill the cartridge until prompted by instructions on the pump screen. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer filled the cartridge with insulin outside of the load process, then the pump stopped all insulin delivery. The customer's blood glucose level was impacted (400 mg/dl) and the customer took a corrective bolus using a syringe. It was confirmed that the customer had alternate insulin therapy available.